Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening(curved) on posterior and anterior, white encapsulation, creases fold, and black particles. Leak test and microscopic analysis were performed which identified a striated opening on posterior, sharp opening on anterior, and wear abrasion. Fill test inspection was performed and the result was no blockage. A dimensional measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment was a striated opening on posterior due to surgical damage consistent in the use of a surgical tool, and a sharp opening on anterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.